Manufacturer narrative:
A picture was provided that shows what appears to be a doctor grasping a blue suture coming out of the patient's skin with a hemostat clamp. Visual inspection indicates that this is not mesh material, and is suture. Surgeon had used mechanical fixation so he had not thought it to be suture. The surgeon reports that he will "most likely be removing the mesh." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. At this time no connection can be made between the reported event and the davol product in question. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by a surgeon: it was alleged that in 2009 the patient had a routine laparoscopic umbilical hernia repair and was implanted with a bard composix kugel mesh. Reportedly, one year ago (2012) the patient started having some issues. The surgeon reported that it looked like material was eroding through the patient's skin. There was another area that had thinning of the skin and appeared like it was about to erode with a similar material. The surgeon reported that he would "most likely be removing the mesh."